Event description:
It was reported that the bd¿ drawing up needle appeared to have white, glue-like foreign matter between the hub and cap. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
1 returned picture was received for investigation. Based on the returned picture, it was observed that white substance was between the needle hub and cover. It is possible that the white substance could be epoxy. There are no returned samples. From the returned picture, it was observed that white substance was between the needle hub and cover. It is possible that the white substance could be epoxy. However, if there is no returned sample for us to analysis the white substance. The non-conformance may had occurred when there is a stoppage at the cannulator station if the production technician had missed out to clear the effected rack.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ drawing up needle appeared to have white, glue-like foreign matter between the hub and cap. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd¿ drawing up needle appeared to have white, glue-like foreign matter between the hub and cap. Noticed before use. There was no report of exposure, injury, or medical intervention noted.